Event description:
Event description guidant received information that, while in the surgical intensive care unit, a patient with this cardiac resynchronization therapy defibrillator (crt-d) became bradycardic (heart rate - 47 bpm). It was also reported that the device had just been throroughly checked 5 days previously.